Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damaged was observed. The lens was returned in a contact lens container. Product history records were reviewed and all documents indicate the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for unexpected outcome (target was -2.25 but end result was -6.00). All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, a patient had an unexpected outcome. The target refraction was -2.25 and the postoperative refraction was -6.00. Additional information was provided by the surgeon, who reported that the sample is available. This would indicate that the lens was removed from the eye. Additional information has been requested.